Event description:
Pt transported from his hosp bed to eeg laboratory via stretcher. While attempting to move the pt off the stretcher, the wheel came off of the stretcher. The transporter caught the stretcher to prevent the pt from falling until the wheel could be placed back into position.